Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4). Has been completed. The reported problem (damaged connector, check belt messages) has been confirmed. Upon investigation the electrode belt trunk cable connector damaged. The pins were bent preventing the belt from connecting to a monitor. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's electrode belt had a damaged trunk cable connector and was producing check belt messages.